Event description:
#Medwatcher #(B)(4). Severe cramping, no periods. When I get a period, it's heavy long periods. Weight gain, chronic right leg pain. Sharp stabbing pain on right side, abdominal. Hair loss, severe fatigue